Manufacturer narrative:
Visual inspection of the returned unit confirmed that this is a known issue which has been investigated and a correction implemented by csz. Reference csz recall z-0035-2010. A recall notification was sent to the distributor along with recall upgrade kits. To date, csz has not received confirmation from the distributor that this unit was ever upgraded even after multiple reminders. Furthermore, visual inspection of the returned unit confirms, it was never upgraded. In conclusion, because this is a known issue that has already been investigated, no further investigation or action is required.

Event description:
The customer stated that this warmair 135 "caught fire while in use." Csz reference no. (B)(4).